Event description:
Reference MDR# 1219856-2010-00529 for first event involving same pt. It was reported that during insertion in the femoral artery, the intra-aortic balloon (iab) could not be advanced through the super arrow-flex (saf) sheath. This is the second set opened and tried unsuccessfully. A third set was opened and used without difficulty or complications to the pt. The pt was moved to the unit. They did remove the iab and sheath for the second attempt leaving the spring wire guide (swg) intact and did not switch insertion sites. The sheath size was increased to a 9 fr cordis sheath with success.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.